Event description:
It was reported that this inflatable penile prosthesis is auto-inflating to approximately fifty percent full within an hour after each time the patient deflates the device. The physician provided troubleshooting techniques, but they are not resolving the issue. A patient services representative provided more troubleshooting options. The patient stated they do not want to undergo a revision procedure. They previously had been having issues finding and pressing the deflate button but reported that had resolved. No patient complications were reported.